Manufacturer narrative:
A getinge field service engineer (fse) says equipment has some wheels of the trolley blocked. Fse did thorough cleaning and lubrication of the blocking system. Operation tests performed with positive results. Repair completed, the equipment can be used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) has worn wheels. There was no patient involvement.